Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00), after the second push of the plunger the lens came normally out of the delivery system and a particle was seen in the eye. Additional information revealed that the account believes that the particle is coming from the pcb00 device. They did not notice the particle when the viscoelastic healon was injected into the eye. After the implantation of the lens, the particle was seen behind the lens. Reportedly, the particle was removed during the I/a (irrigation/aspiration) procedure. No patient injury and no wound enlargement was required. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/24/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position and the cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. The pushrod was exposed out of the cartridge tip. The intraocular lens (iol) was not returned as it remains implanted. Also, the reported foreign material was returned inside a sample container. The particles were analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle is consistent with a cellulosic material (e.g. Cotton, rayon, lint). The lens can be exposed to different materials during the manufacturing process. However, throughout the manufacturing processes there are various cleaning operations and 100% visual inspection (utilizing a microscope magnification) that will identify and discard an iol with a similar particulate or material. Based on the evidence it is not possible to confirm if the particle or debris observed is related to the manufacturing process, as the reported lens was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.